Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject device was fractured from the proximal to the hub. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications. During analysis, the catheter found to be kinked from its proximal and separated under its strain relief. The shaft at the separated site was severely stretched. Based on visual inspection, the catheter appeared to have been kinked first and then stretched and separated due to excessive manipulation during use. Functional evaluation could not be performed due to the anomalies found on the catheter. Additional information provided by the customer indicated that the device was prepared as per the device directions for use (dfu),no resistance was encountered during the procedure, and a neuro max catheter (non-stryker device) was also used in the procedure. As a result, a probable cause of handling damage has been assigned to the reported event and analyzed anomalies.

Event description:
It was reported that during procedure, the subject device was fractured from the proximal to the hub. There were no clinical consequence es to the patient due to the reported event.